Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection/ischemia requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that there was a dissection of the artery after the balloon was inflated to 16 atm. Due to this, the pt presented with a blood flow decrease and pain. Another company's stent was implanted to treat the dissection. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: dissection, angina, and ischemia are known outcomes of coronary stenting procedure, and are listed in the device instructions for use as potential adverse events. In this case, there was no damage reported to the sds or stent implant which could have contributed to the pt effects. Based on the incident info, it appears that the dissection led to the angina and decreased blood flow. However, a definite relationship between the sds and the reported pt effects cannot be determined. Although a definite root cause for the pt effects cannot be determined, there are no indications of a product quality issue affecting the outcome of the procedure.